Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a health care professional (hcp) that this implantable cardioverter defibrillator (ICD) was set to a mode other than the monitoring with therapy mode. Boston scientific technical services (ts) verified that the device was reprogrammed at the last office interrogation. However the hcp was not notified of any setting change. The patient was noted to have cancer. This device remains in service. No adverse patient effects were reported.